Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that an automated impella controller (aic) had controller errors. No further information was provided. No patient harm was reported.

Manufacturer narrative:
The investigation has been completed. The second console (ic9097) confirmed the occurrences of the reported failure mode. The lt log shows two occurrences of a controller error, event #1045 caused by an invalid crc on data packets from the optical pressure-measuring board. During each occurrence, rt logs confirmed that all signals received from the optical bench (snr, contrast, lamp, gain) are represented as -16384 values, and the ps spiked to 3000 due to the crc error. The console ic9097 was not returned for this investigation. The root cause of the controller error and loss of placement signal is due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed. D4 serial number, lot number and UDI number was erroneously entered on the initial manufacturer device report number and updated with the correct information.